Event description:
The patient was experiencing an increase in spasticity, but no other withdrawal symptoms. At the last refill, the estimated reservoir volume was 5.1ml and the actual was 16ml. X-rays of the catheter have been done on several occasions and there have been no kinks or blocks noted. The patient was going to return to the clinic in 2003 to recheck the reservoir volumes. A follow up report will be sent when additional information is received.